Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that a getinge field service technician ordered 1ea of d997-00-0565 " assy,helium reservior", but received 2ea of d997-00-0985-01 "safety disks". There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The getinge field service technician (fst) that encountered the issue received the correct requested "helium reservoir assy" part ( mfg report# 2249723-2020-01894 has been created for the helium reservoir assy replacement part) and this complaint is created for the wrong safety disks order shipping related issue.